Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("the right essure device migrated and is in the left iliac fossa at quite surface level, under the muscles of the anterior abdominal wall. It is near the sigmoid colon, in close contact with its wall.¿") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of parity 3 (2004, 2006 and 2008), multigravida, umbilical hernia repair and abdominoplasty. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 582 days after essure insertion, she experienced pregnancy with contraceptive device ("she found out she was pregnant again"). An unknown time later she experienced embedded device (seriousness criterion medically important), varicose vein ("serious varicose veins in her left leg"), umbilical hernia ("supraumbilical hernia") and high risk pregnancy ("high risk pregnancy"). The patient was treated with surgery (herniorrhaphy of supraumbilical hernial sac and two hernial orifices). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live birth of multiple neonates with no information on the children's health. The delivery occurred on an unknown date. The reporter considered embedded device, high risk pregnancy, pregnancy with contraceptive device, umbilical hernia and varicose vein to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2011: the left device is located in the left laterouterine region, probably inside the tube. The right essure device migrated and is in the left iliac fossa at quite surface level, under the muscles of the anterior abdominal wall. It is near the sigmoid colon, in close contact with its wall. [Ultrasound scan] on (B)(6) 2011: left intratubal device seems to be in the correct position. The right essure device is located in the left iliac fossa (overlapping the left iliac bone). [X-ray] on (B)(6) 2011: essure device was displaced outside the fallopian tube, which would not be possible if it had already been embedded after three months. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("the right essure device migrated and is in the left iliac fossa at quite surface level, under the muscles of the anterior abdominal wall. It is near the sigmoid colon, in close contact with its wall.¿") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffctive"). The patient had a medical history of parity 3 (2004, 2006 and 2008), multigravida, umbilical hernia repair and abdominoplasty. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 582 days after essure insertion, she experienced pregnancy with contraceptive device ("she found out she was pregnant again"). An unknown time later she experienced embedded device (seriousness criterion medically important), varicose vein ("serious varicose veins in her left leg"), umbilical hernia ("supraumbilical hernia") and high risk pregnancy ("high risk pregnancy"). The patient was treated with surgery (herniorrhaphy of supraumbilical hernial sac and two hernial orifices). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. The reporter considered embedded device, high risk pregnancy, pregnancy with contraceptive device, umbilical hernia and varicose vein to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2011: the left device is located in the left laterouterine region, probably inside the tube. The right essure device migrated and is in the left iliac fossa at quite surface level, under the muscles of the anterior abdominal wall. It is near the sigmoid colon, in close contact with its wall.¿ [ultrasound scan] on (B)(6) 2011: left intratubal device seems to be in the correct position. The right essure device is located in the left iliac fossa (overlapping the left iliac bone).¿ [x-ray] on (B)(6) 2011: essure device was displaced outside the fallopian tube, which would not be possible if it had already been embedded after three months. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-feb-2023: quality safety evaluation of ptc. 06-feb-2023: ha number was provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.